Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for the unknown lot. Please reference medwatch with patient identifier (B)(6) for lot number 473844.

Event description:
Reporter stated the following results were received on 2 different performa systems within 2 minutes: 113 mg/dl (performa system 1) and 220 mg/dl (performa system 2). Only one lot number of strips was provided, and it is unknown which result was received with which lot. No adverse event due to the device reported. As it is unknown which lot was used for the second result, the unknown lot cannot be returned for evaluation.